Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, missing address/serial number label, broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Pump was received with intermittent button response due to flattened express bolus, escape, act, up and down button dome switch. No unlocked j2/lcd keypad connector. The insulin pump passed self test.

Event description:
The customer reported via phone call that the black o ring was missing from top of the reservoir compartment and plastic of battery compartment was chipped. The customer¿s blood glucose level was unknown. The customer also reported that the label on the back of the insulin pump came off. The insulin pump will be returned for analysis.